Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue had occurred during planned /non-emergency coronary treatment. The procedure was completed as planned and by moving c-arm back and forth. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm movement stopped functioning. Upon functional testing, the fse found c-arm bearings were the cause of the issue. To resolve the issue, the fse replaced all c-arm bearings and calibrated system. After replacement and calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm movement stopped functioning. The device was in clinical use at the time of the reported event. No harm was reported to philips.  Philips has started an investigation into this complaint.